Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received on 03nov2025, protect study patient experienced (s)ae#6: "aortic arch aneurysm, dissected off carotid artery." Event onset is 12july2024 and event end date is 12july2024. The event is recorded as possibly related to the amds device and possibly related to the amds implant procedure. The pre-existing condition, debakey type a dissection, caused or contributed to the event. Treatment was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2021. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.

Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds-40-40, lot number c2459120b (finished goods) and lot c2458938a (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported associated with a patient residing in canada and a participant of the protect registry study. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 64-year-old female who had an amds-40-40 (lot #:c2459120b) implanted on (B)(6) 2021. Adverse event # 6 reports a cardiovascular event described as ¿aortic arch aneurysm, dissected off carotid artery¿ with an onset date of 12jul2024, ending on the same date ((B)(6) 2024). Additional details states ¿pt presented with a type a aortic dissection in 2021 and underwent hemiarch replacement. Unfortunately, pt has residual type b dissection, which is enlarging and is now 5.5 cm in diameter. Pt is scheduled to undergo a left carotid subclavian bypass.¿ the event was deemed ¿possibly¿ related to the amds device and ¿possibly¿ related to the implant procedure. Debakey type a dissection was listed as the pre-existing condition or acute disease that may have caused or contributed to the event. The event led to a serious adverse event due to ¿in-patient hospitalization or prolonged existing hospitalization¿ and ¿medical or surgical intervention to prevent permanent impairment of a body structure or function¿. The patient was hospitalized due to this event on (B)(6) 2024. Surgical treatment described as ¿ascending aorta replacement + hybrid arch and frozen elephant trunk repair with separate head vessel reconstruction¿ was provided and the event was resolved. The patient was discharge on (B)(6) 2024 and did not exit the study because of this event. CT images were provided for this event; however, ¿the complaint description states that the event occurred on (B)(6) 2024 an ended on the same day. As no CT data is available for (B)(6) 2024, the description cannot be investigated.¿ no additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported events. Of note ¿aortic enlargement (e.g. Persisting flow in the false lumen)¿ is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.